Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 554 mg/dl. The blood glucose at the time of the incident was 500 mg/dl and the current blood glucose was unknown. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated for their high blood glucose with insulin pump. The customer did not alleged that insulin pump was under delivering insulin. Customer performed self test and displacement test and both were passed. Customer was neither in emergency room nor admitted into hospital. The insulin pump will not be returned for analysis.